Event description:
Customer complained of electrical smell and insulation failure. The "op" person switched the unit on and then they noted the cable smell. They then turned the unit off. The unit was running two minutes and, therefore, the customer was unable to determine if the unit would have performed the step-down to go to a lower temperature or turn off on it's own.

Manufacturer narrative:
The unit was evaluated and the blower was found to be defective; the insulating resistance was low. The customer's reported failure was confirmed. The blower was replaced. The damaged keypad was replaced. All functions performed and passed by the association of foreign electricians.